Manufacturer narrative:
H6: impact code corrected from medication required to no health consequences or impact.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a 24mm watchman flx laa closure device was selected to be used. During the procedure, when the physician advanced the closure device into the laa, a big thrombus was noted under transesophageal echocardiography (toe). The physician retrieved the closure device and noted the thrombus outside the patient. The physician administrated more heparin and tried to implant another 24mm closure device but there was no difference, thrombus remained. Additional heparin was administered and the 24mm closure device was implanted without any thrombus. There were no patient complications. It was further reported that the first activated clotting time was 250 and the patient appeared to be unresponsive to heparin. The thrombus was mobile and was attached to the closure device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a 24mm watchman flx laa closure device was selected to be used. During the procedure, when the physician advanced the closure device into the laa, a big thrombus was noted under transesophageal echocardiography (toe). The physician retrieved the closure device and noted the thrombus outside the patient. The physician administrated more heparin and tried to implant another 24mm closure device but there was no difference, thrombus remained. Additional heparin was administered and the 24mm closure device was implanted without any thrombus. There were no patient complications.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a 24mm watchman flx laa closure device was selected to be used. During the procedure, when the physician advanced the closure device into the laa, a big thrombus was noted under transesophageal echocardiography (toe). The physician retrieved the closure device and noted the thrombus outside the patient. The physician administrated more heparin and tried to implant another 24mm closure device but there was no difference, thrombus remained. Additional heparin was administered and the 24mm closure device was implanted without any thrombus. There were no patient complications. It was further reported that the first activated clotting time was 250 and the patient appeared to be unresponsive to heparin. The thrombus was mobile and was attached to the closure device.